Event description:
A malfunction alarm occurred, identified as malf 16, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and guided the customer to use multiple daily injections (mdi) as a backup therapy. The customer was instructed to put the defective pump into storage mode and return it using a pre-paid label within 10 days, with all instructions acknowledged and understood.